Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as the device would not power up due to a faulty qb board. Additionally, there were several deep scratches on the window screen and controller keypad sheet. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the high definition lcd monitor would not power on during procedure preparation. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the investigation, it was determined that the reported event was caused by a malfunction of the qb board. Olympus will continue to monitor the field performance of this device.